Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Reportedly, the pump unexpectedly shutdown, and subsequently the pump battery could not be charged. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.